Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood was 575 mg/dl. The customer attempted to bolus, saw blood in cannula, trying to put in a new one. The customer was advised that in order to troubleshoot that they have to change set and/or reservoir. After the troubleshooting was done, customer was advised that the insulin pump is working as designed. Customer was advised to monitor and call back if needed.